Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient programmer displayed the "low battery" message indicating the generator was approaching its end of life service. It was undetermined if the low battery warning was due to normal device use or premature warning. The patient and the physician have decided to replace the ipg.

Event description:
Follow up information indicated the patient's ipg was replaced with good coverage post-operatively.